Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2022 getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the headlight cover was cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
On 26th december 2022 getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the dome was damaged. Photographic evidence confirmed that issue and indicated that the headlight cover was cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 26th december, 2022 getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the headlight cover was cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 26th december 2022 getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the dome was damaged. Photographic evidence confirmed that issue and indicated that the headlight cover was cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on an information provided by getinge technician, the defective parts (l100-kit capot sup + support poignee (ard368616555), s/e capot inferieur avec arceau - l100 (ard368614998) and s/e coque transparente - l100 (ard368612998)) were replaced, and the device was released for use. It was established that when the event occurred, the surgical light did not meet its specification due to headlight cover cracked with missing particles, which contributed to the event. Provided information does not indicate if upon the event occurrence the device was or was not being used for patient treatment. During the investigation, it was found that in the past the reported scenario has never led to serious injury nor death. Comparing the number of involved devices to the install base, we conclude that the failure ratio for the investigated issue is moderate. As stated by the subject matter expert at the manufacturer¿s site, cracks located on the light head lower covers, at the edge of the on/off button, can be detected during daily visual inspection, as recommended by the user manual (01741 rev. 11, pages 27-28). If the described failure occurs, the user can visually detect it during the daily checks to be performed prior to each use, or during preventive maintenance. In this case, the user would contact a getinge representative to replace the defective covers of the affected device. For cleaning, the IFU (01741 rev. 11, pages 46-49) informs the user to not use aggressive and abrasive products. During disinfection, it is prohibited to spray the disinfectant solution directly on the device and to use inappropriate disinfectants. To prevent any incident the lucea50-100 user manual (01741 rev. 11, pages 27-28) mentions: ¿check the light heads for chipped paint, impact marks and any other damages¿ during the daily inspections. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.